Event description:
User facility report # (B)(4) reported that, the patient was admitted to the hospital on (B)(6) 2012 with a periprosthetic femur fracture. The patient originally had a left total hip arthroplasty at the hospital on (B)(6) 2012 and was on a total hip care path postoperative. The patient suffered the fracture at home while working with physical therapy when she stepped up using her operative leg to go up some steps. She had reported onset of pain immediately and felt a "pop." The patient presented for fixation her proximal femur fracture with revision of her femoral component. The procedure consisted on (B)(6) 2012 of the patient having cabling of proximal left femur. Using the zimmer cable system times 2 with revision of femoral component using a size 8 stryker alumina head. It was noted that the calcar was split for distance of 5-6cm distally. Femoral stem was removed. Promimal fracture was repaired. The original (B)(6) 2012 surgery revealed the patient had a "stryker press fit hip salmond size, 7 stem, +0 neck, 36mm alumina head with a 50mm shell, screw fixation times 2 and 10 degree liner placed at 9 o'clock position.

Manufacturer narrative:
Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. Additional information from the user facility report: date of this report: (B)(4) 2012, device name: stryker press-fit hip component, MFR: stryker worldwide headquarters, (B)(4).